Event description:
It was reported that during an open gastrectomy, the firing knob was broken off at the 3rd firing on the gastric body. The staple height was blue. Another device was used to complete the case. There were no adverse consequences to the patient.

Manufacturer narrative:
(B)(4) - firing knob. Additional information: were staples deployed prior to the firing knob breaking? No information. Did the device cut prior to the firing knob breaking? No information. If the device cut and stapled was the firing sequence completed? No information if no, did the device partially fire (stapled and cut but could not be completed)? The analysis results found that the ntlc75 device was received with the firing mechanism damaged as the firing knob was detached and the slip block assembly was noted to be damaged. The device was received with a reload loaded in the device. The reload was returned fully fired. Due to the condition of the device, no functional test could be performed. The damage to the firing knob and slip block assembly is consistent with high (outside indicated use) staple forming forces; however there is insufficient evidence to determine the cause of the higher loads. It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. A batch record review was performed and the batch had no anomalies noted during the manufacturing process.